Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a false reactive result for 1 patient tested for elecsys toxo igg immunoassay (toxo igg) on a cobas e 411 immunoassay analyzer. The patient had been tested previously for toxo igg and the result was non-reactive. The actual result was not provided. On (B)(6) 2017 a new sample from the patient was obtained and the result was 1.00 iu/ml (equivocal) for toxo igg on the customer¿s e411 analyzer. This result was reported outside of the laboratory. The sample was sent to a sister site and tested on an e411 analyzer and the result was > 30 iu/ml (reactive). The sample was also tested via the mini vidas method and the result was non-reactive. The actual result was not provided. The sample was tested via the abbott architect method and the result was equivocal/inconclusive. The actual result was not provided. There was no allegation that an adverse event occurred. The serial numbers for the customer's e411 analyzer was (B)(4). The serial number for the e411 analyzer used at the sister site was not provided.

Manufacturer narrative:
A specific root cause was not identified. As the patient sample was not available, the investigation could not be completed. Product labeling states that single false positive results can occur due to the specificity of the assay, therefore the assay performed within specification. The frequency of occurrence in 2016 based on global complaints and tests sold in 2016 was found to be zero.